Event description:
It was reporting the cdi had a burning smell emitting from it. No pt injury was reported.

Manufacturer narrative:
The system was returned to terumo for investigation and the complaint was confirmed. The burning smell was caused by a short circuit on the auxiliary board. The auxiliary board was replaced. The system operate as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.